Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images were dark and unusable. The case was finished with another c-arm. There is no report of injury or death associated with this event.